Event description:
It was reported that during a laparoscopic appendectomy, the device misfired and there were malformed staples. No pt consequences. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.